Event description:
A user facility clinical manager (cm) reported that a combiset bloodline separated during a patient¿s hemodialysis (hd) treatment causing blood to leak out. Additional details were provided upon follow-up with the cm. The blood leak was noticed within the first hour of treatment. The cm said there were no alarms from the machine. The separation occurred at the top of the venous chamber, and this caused blood to spew out. The cm said blood leaked onto the machine and floor. It was unknown what may have caused the separation. The lines were immediately clamped off, and the treatment was discontinued with the setup. No leaks were noticed during the priming phase, and there were no obvious defects noted on the set during the pre-treatment inspection. The cm stated there were no changes or disruptions in pressure that could have caused or contributed to the failure. Estimated blood loss (ebl) due to the event was 250 to 300ml. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was confirmed to be available to be sent back for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.